Event description:
The pt complained of changed sound quality. An x-ray confirmed the electrode array had migrated out of the cochlea. The pt was explanted and reimplanted on 8/15/1996. The pt performs well with her device. Is is unk why this non-USA health care provider did not report this immediately. A rep from the MFR will discuss timely reporting with the healthcare professionals.